Event description:
It was reported that the patient's device stopped providing stimulation for all modes. A subsequent interrogation revealed error code 254 on the generator, so physician lowered output current and pulse width as troubleshooting steps. Tablet data was requested additional reported that patient had experienced a seizure, when attempting to swipe the magnet no magnet stimulation was felt. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
H6 device problem code, corrected data - aa050901 was inadvertently used instead of a0509. This has been updated

Event description:
The patient had the generator replaced due to high impedance. Product has not been returned to date. No other relevant information has been received to date.